Event description:
Pt reported the diagnosis of peritonitis on (B)(6) 2013. The pt was hospitalized and received an extensive amount of antibiotics. The pt's rn reports that the pt's peritonitis was due to a pt's break in sterile technique and touch contamination. The pt's peritonitis has since subsided and the pt continues with regular dialysis treatment.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.